Manufacturer narrative:
On 09/17/2019, clinician updated the notes clarifying the event as follows: it was reported that a 60 year old caucasian female patient who underwent revision breast augmentation with mentor smooth saline implants on (B)(6) 2006 palpated a small nodule in the left breast at 12 o clock along the periareolar edge. The patient went to primary care provider and was sent to have a mammogram and ultra sound. A left breast excisional biopsy was performed on (B)(6) 2018. The patient was diagnosed with a t1bn0, stage ia breast cancer( invasive carcinoma of no special type). The patient underwent left lumpectomy-resection of the inferior and superior margins and left axillary sentinel lymphnode biopsy on (B)(6) 2018. The device remains implanted. There were no palpably abnormal lymph nodes in the left axilla and 2 lymph nodes were tested and returned negative for metastatic carcinoma. The patient will undergo chemotherapy via tomaxfin for 10 years. No product issue, such as rupture, was reported. Should additional information become available, this case will be re-assessed and notes will be updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 225 cc mentor smooth round moderate profile; catalog number: 3501630; serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent revision breast augmentation with mentor smooth saline implants on (B)(6) 2006 palpated a lump the size of a #2 pencil eraser on the left nipple in 2018. The patient went to primary care provider and was sent to have a mammogram and ultra sound which both confirmed a tumor. The patient was referred to an oncologist who performed a biopsy. The tumor came back positive for malignancy. The patient had a lumpectomy performed in (B)(6) 2018. The patient is doing chemotherapy via tomaxfin for the next 10 years. No date of explantation or revision was reported. No product issue, such as rupture, was reported. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Per additional event information received on (B)(6) 2019, and (B)(6) 2019, the patient also reported rippling on the right breast, bubbles on both breasts and right side capsular contracture with a baker grade of iii/IV. Per information received on (B)(6) 2019, the patient is scheduled for unilateral (right) capsulectomy with potential removal and replacement of right silicone implant on (B)(6) 2019. Mentor was also informed that patient does not have capsular contracture; baker grade I on the left side. Also, date of implant was provided as (B)(6) 2006 and has been updated on this form. This report is for the patient¿s left-sided device. Right side issue is being reported on a separate report. Manufacturer¿s reference number: (B)(4).